Manufacturer narrative:
An event of device deformity and difficulty inserting the device into the sheath was reported. The device was returned to abbott for investigation and the device met functional and dimensional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. H6 medical device problem code: code 1254 removed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, an 8-6mm amplatzer duct occluder was chosen for implant using an abbott delivery sheath. There was difficulty inserting the device into the sheath. During deployment, the device had a cobra shape deformation. It was believed that the cobra deformation occurred upon insertion into the sheath. There was no angulation or kink noted in the delivery system. There was no interaction with cardiac structures during deployment. Another 8-6mm amplatzer duct occluder was successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient status was reported as discharged.